Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll canada evaluated the electrode pads and the customer report was not replicated or confirmed. The investigation did not yield any results that were untypical. The electrodes passed all testing and were confirmed to have been assembled correctly. There is no indication of a device malfunction associated with the returned electrodes. The pads were determined to be working as expected. Analysis of reports of this type has not identified an increase in trend.